Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged,abnormal shutdowns/resets) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The abnormal shutdowns were caused by electrode belt communication issues due to the belt being damaged . The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt connector was damaged, and the device was abnormally shutting down.